Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-21161. It was reported the patient experienced bleeding at his incision site on the day of his implant. It is unknown if the bleeding occurred at the ipg or lead incision. As a result, the patient went to the emergency room where the wound dressing was changed. The bleeding subsided on (B)(6) 2014. It was also reported the patient experienced right leg weakness prior to the implant, which continued after the implant. As of (B)(6) 2014, the patient's bleeding and leg weakness have resolved.